Manufacturer narrative:
The manufacturer previously reported the initial reporter was patrick bradley from philips respironics. The initial reporter was christi home care. The original awareness date reported was incorrect. The correct awareness date was 12/04/2019.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.